Event description:
Independent repair center: customer alleged alarm will not function/ noisy unit and the key failure is the hour meter is noisy/ defective. Additional malfunction is the power switch is defective.